Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the host computer was unable to boot. During troubleshooting, the fse found that the pc was not powering on due to a failed power supply. The fse then installed the pc fco with power to the hard drive bay, but the issue persisted. Subsequently, the fse installed the software on the host pc; however, the smart drives were unable to download the board software. The fse later replaced the host pc and hard disk and returned the defective host pc to philips for further analysis. The analysis confirmed the malfunction of the host pc and identified the power supply unit as the failed component. After the host pc and hard disk were replaced, the system was restored to service and returned to normal operation. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.